Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular (rv) lead required more rotations that normal during the initial helix extension. After the lead was repositioned, the helix would not extend. When the lead was removed from the patient and attempted to extend the helix, torque was observed in the lead. The helix eventually popped out. The helix was noted to have been caught on the operating table and was stretched after being snagged. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the stylet/guidewire. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead, the helix was extended and stretched. If information is provided in the future, a supplemental report will be issued.